Event description:
A hospital in (B)(6) reported that an rt205 adult breathing circuit failed the leak test on a savina ventilator and that they noticed a pin hole in the dry tube.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt205 breathing circuit kit was returned to fisher & paykel healthcare (B)(4) for inspection. The tubing was visually inspected. Results: visual inspection revealed that there was a hole in the dryline, about 100 mm away from the connector . A lot check revealed no other complaints for the lot number provided. Conclusion: we were unable to determine what had caused the hole in the dryline. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. Our monitoring and trending of events involving leaks in adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of february 2012.